Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 3.2, lab: 4.5. Inratio testing was done at 12:00 pm. Lab testing was done at 3:30 - 4:00 pm. Therapeutic range: 2.5-3.5. Patient self tester went to the e.r. On (B)(6) 2014 with a nose bleed. She was administered a balloon bag and her nose was packed. Patient was given antibiotics (unspecified) to take and sent home the same day. She informed technical service rep that she was never admitted to the hospital.